Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event the reason for reoperation is rupture and infection (early onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced rupture which ¿have caused infections¿. Patient previously experienced rupture on an unknown side with prior breast implant. The patient is ¿left with no implants, stretched skin and it¿s emotionally draining". The device has been explanted.

Event description:
Additionally, healthcare professional noted in the ultrasound report that a patient experienced ¿tenderness and deformity¿ of the left breast. Ultrasound findings noted an ¿undulating appearance¿ and are ¿consistent with a ruptured left breast implant with 20 ml collection external to the capsule of the implant¿. This report is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30025875 is not related to any additional complaint infection record reported as of today. Review of all complaints of infection for the period of jun 2017 through may 2019 related with date opened and found no adverse trend in the event rate with respect to the reported event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.